Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly there was an extrusion of the device which led to its explantation. No trauma was reported. The clinic also reported an infection which is thought to have appeared secondary to the extrusion of the device. The device was explanted. The array was left in position for re-implantation at a later date.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the device through the skin causing an infection. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the extrusion. This is a final report.

Event description:
Reportedly there was an extrusion of the device which led to its explantation. No trauma was reported. According to the clinic a blister had formed in (B)(6) 2021 which could not be treated successfully with conservative treatment. Shortly before (B)(6) 2021 the clinic managed to remove the blister and the wound was overlaid with muscle and skin tissue. Reportedly the wound healed, however 3 weeks later extrusion of the device was observed in the posterior-cranial area. The clinic also reported an infection which is thought to have appeared secondary to the extrusion of the device. The device was explanted. The array was left in position for re-implantation at a later date.